Manufacturer narrative:
Based on further engineering investigation performed at the manufacturing site, it could be concluded that the issue is related to the manufacturing process. A personnel acknowledgment regarding the non-conformance was performed for the manufacturing personnel. Corrective actions have been initiated to further investigate the failure mode to eliminate the root cause(s) and to prevent recurrence of this type of complaint. Nevertheless, it was verified that there are controls established as part of the manufacturing process where the balloons are visually inspected, tested for inflation and deflation, the catheter is inspected for obstruction or restricted tube, for hub / shrink leakage and for bushings and tip leakage. Furthermore, a deflation test to the balloons is performed after filled with water through a syringe. Balloon free deflation time requirements are established for all models.

Event description:
As reported, before use in patient and when testing this fogarty catheter, the balloon deflated slowly. The issue was solved by replacing it with a new unit. There was no allegation of patient injury. The device was available for evaluation.

Manufacturer narrative:
The device involved in this case was received by our product evaluation laboratory for a full evaluation. During the evaluation, the balloon was inflated with water and the balloon inflated concentric and did not leak. However, the balloon completely deflated after 28 seconds aided with water. The balloon deflation time with water was out of specification. Then, a cut down was performed on the catheter body to locate occlusion. The balloon inflation lumen was found to be collapsed near the proximal bushing. Balloon latex, bushings and windings were intact. In addition, through lumen was patent without any leakage or occlusion. No visible damage was observed on the catheter body. Evaluation results revealed that the reported event was confirmed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as part of this monthly review.